Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -11.00/4.0/094 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2021, but did not resolve the problem. On (B)(6) 2021 the lens was replaced for a longer length lens and the problem was resolved.